Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x28mm promus element plus drug-eluting stent was advanced but failed to reach the lesion and it was found that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.